Event description:
It was reported to boston scientific corporation that a percuflex helical ureteral stent was placed on (B)(6) 2012 during a ureteroscopy procedure. The placement went smoothly with no issues observed. The stent was indwelling for three days and the patient did not complain of any discomfort. During the stent removal procedure on (B)(6) 2012, it was discovered that the stent had migrated out of the kidney, into the bladder and had begun to descend out the urethra; it seemed that the stent had uncoiled while indwelling. The stent was removed and the patient was stable; there were no concerns about the well-being of the patient post procedure, and another stent was not placed. The patient was reportedly doing well post-procedure.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.